Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 57, 67 and 77mg/dl. The customer's expected fasting blood glucose test result range is 240 to 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was reviewed for previous test result history: 259mg/dl (B)(6) 2017 11:36 am fasting: yes; 57mg/dl (B)(6) 2017 07:00 pm fasting: yes; 66mg/dl (B)(6) 2017 06:48 pm fasting: yes; 77mg/dl (B)(6) 2017 06:20 pm fasting: yes; 229mg/dl (B)(6) 2017 12:20 pm fasting: yes. Customer states that her normal glucose range is 240-300mg/dl and she test 2 times a day. Customer states that she threw those strips away and this vial is a new vial. Customer did not want to run a blood test or a control test at this time because she had already perform the control test.